Manufacturer narrative:
(B)(4). UDI # unknown. Method: the actual device was not returned. A review of the device history record (DHR) was not performed. Results: as the device was unavailable for analysis, no methods were performed. Therefore, results cannot be obtained. Conclusions: the actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Procedure: cathplace: a report was received stating the t-bloc catheter inadvertently was tied in a knot around a nerve. The computerized tomography (CT) scan showed the catheter was tied in a knot around the nerve. There was no report of injury or infection as a result of this incident. There was no report of injury, harm, or damage to the nerve. Additional information received on 18-apr-2016 stated the patient had surgery on (B)(6) to retrieve the catheter. The clinicians were unable to retrieve all of the catheter, there was a 6 cm segment of the catheter retained in the patient. The doctor said the patient was okay. Furthermore, the doctor stated there were no issues and the plan was to leave catheter segment in the patient. No additional information was provided.

Manufacturer narrative:
A section of a catheter was received. A visual examination of the fragment found areas of the catheter had been stretched. The catheter section was sent out for additional testing. The results of the additional testing during external investigation, tensile testing was performed which yielded a result of 4.52 lbf. This exceeded the minimum standard of 3.37 lbf. It was unable to be determined how or why the end-user tied the catheter in a knot around the patient's nerve. However, it was revealed that the catheter may have been threaded too far into the patient. Upon receipt by the external testing site, it was discovered that the catheter in question was severely stretched, which possibly indicates that the end-user experienced resistance (most likely due to the catheter being tied in a knot). Due to this resistance, it was decided by the administering physician to have the catheter removed (through an additional surgery) in the operating room. During the surgery, the surgeon was unable to remove the entire catheter and had to cut the distal end of the catheter, leaving approximately a 6cm piece inside the patient. The external tester believes that the catheter became entangled due to improper placement related to the physician's handling technique. It was determined that the catheter in question was in no way at fault. The remaining 6cm catheter fragment was left within the patient due to account cutting the device, not a result of the device failure, i.e. Tensile strength. The tensile test results indicate that the catheter was well above the minimum standard specifications. The root cause of the reported incident is unknown. However, based on the external investigator¿s report, a potential cause for the reported incident is incorrect use by the end user. The external investigator warns against application of an abnormal amount of tension on the catheter during the removal within the instructions for use. Under warning #2 in the precautions section it states: "never tug or quickly pull on an epidural catheter during removal from the patient." This resistance caused stretching of the internally wound spring of the catheter. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).